Event description:
The lay reporter/husband contacted lifescan (lfs) on july 27, 2006 alleging that his wife's one touch ultra meter powered off during use. The medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. The mas also listened to the recorded call and obtained the following info: the pt attempted to test her blood glucose level with two different one touch ultra meters. This reported meter powered on then turned off immediately. Last night on the event date, the pt contacted the paramedics around 8:00 pm because she was disoriented and unable to obtain a reading on the meter. Prior to the paramedics arriving the husband treated her with juice and his daughter treated her with food. The pt felt better after drinking juice and eating some food. Paramedics did not test the pt because she was feeling better. The pt had skipped a meal and it had been 5-6 hours since the last time she ate. The paramedics advised her that she should not be skipping meals. Pt was not taken to the ER and received no treatment from the paramedics. The husband told the customer care advocate (cca) he could not read the meter serial number; it appeared to be rubbed off. The cca walked the husband through pressing the m button. The meter powered, displayed "888" and powered off. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, how long the meter powered off duirng use, and whether the pt continued her usual diabetes regimen during the time the pt was unable to test with the meter. The cca sent the pt a replacement meter, strips and control solution. The complaint is being reported because the pt experienced symptoms that suggested hypoglycemia and was unable to test with the lfs meter. The pt ate food and drank juice prior to the paramedics' arrival. She felt better after eating food and drinking juice and received no further treatment from the paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.